Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call, the customer was changing the reservoir and the device continued to alarm compromised force sensor system. Customer's blood glucose was unknown. Troubleshooting was performed and customer stated the drive support disk was normal and didn't recall pressing it in. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump passed displacement test and rewind test. The motor error alarmed during basic occlusion test and prime alarmed during prime test due to moisture damage on force sensor noted. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.